Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual and microscopic analysis of the returned device identified: broken shell with sharp edge (a dimension measurement in the shell was performed which identified the thickness as within specification), flat crease and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "one has ruptured and leaked into [their] lymph nodes"

Event description:
Patient reported: "one has ruptured and leaked into [their] lymph nodes. Caller stated that [they] got an ultrasound which confirmed this." Additionally reported was "pain and swelling." This record represents the right side. The device remains implanted.